Event description:
The pump was returned for mechanical hardware failure (av assembly). Upon return, the device had double red pump alarm due to valve 3 leak failure that is directly tied to the av assembly. The error was resolved when the pneumatic manifold assembly was replaced. Performed functional testing, unit passed. No other damage found.

Event description:
The following has been reported: biomed reported: "originally "cartridge misloaded" then did a test infusion got "service needed", did another test infusion with no errors/messages." Patient harm: no a preliminary review identified the following issue: mechanical hardware failure (av assembly) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.